Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. The reported event of interrogation anomaly was confirmed. Upon receipt, the device was unable to communicate and later exhibited intermittent communication anomaly. However, the anomaly was lost during the analysis. Interrogation of the device revealed the device was above elective replacement indicator (eri) when received. Telemetry, impedance, sensing, pacing and high voltage (hv) output functions of the device were tested and found to be normal. The root cause of the communication anomaly could not be conclusively determined.

Event description:
It was reported that at a clinic when assessing the functionality of a programmer, the device could not be located with the wand. Another programmer was used but also couldn't locate the device. The programmers were able to locate another device immediately.